Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to perform a complete pump reset, and after the reset, the error code did not appear again, allowing the customer to successfully begin their sensor session.